Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, severely calcified, 30mm x 2.75mm target lesion was located in the right coronary artery (rca). A 2.0mm x 15mm maverick balloon was advanced to the target lesion and was noted to rupture on the third inflation at 18atm. The device was successfully removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was numerous kinks in the distal shaft. Functional testing was performed by attaching an inflation device filled with water to the device. The device was inflated to rated burst pressure and held pressure for 5 minutes. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There was no evidence of any damage or irregularities contributing to the reported balloon burst. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, severely calcified, 30mm x 2.75mm target lesion was located in the right coronary artery (rca). A 2.0mm x 15mm maverick balloon was advanced to the target lesion and was noted to rupture on the third inflation at 18atm. The device was successfully removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable.